Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance on 8100 s/n (B)(4) having an error code 242.4030, I told (B)(6) that this is a motor stall, we confirmed that this is an electrical issue because there is no movement when (B)(6) open the door. There is a possibility that the motor controller board might be faulty and need to be replace. I gave the part number tc10008153 for motor controller board. I also recommend to consider sending the 8100 module for level 1 repair which is more cost effective. (B)(6) said he would consider sending it in.